Event description:
It was reported that during an unk procedure, two devices had firing issues. They used a third device to complete the case. There was no pt consequence.

Manufacturer narrative:
Two devices were returned for analysis. Both devices were returned with the jaws over twisted. They were cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. Manufacturing records were reviewed and no anomalies were found during the manufacturing process.